Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative inspected the imaging system onsite and confirmed the rack and pinion was shifted. The representative recovered it into the correct place and tested the system without resolve. The representative returned and found the door mechanism required adjustment. The switch door and cover were replaced. The representative then performed the door adjustment as the dingus lost position twice. A full imaging system check-out was completed and all tests passed. Full system functionality was confirmed and the system was returned to service no parts have returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that outside of a procedure the message door was open on the imaging system. There was no patient present when this issue was observed. No additional information was available.